Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, the reported difficult or delayed positioning (anatomy) and difficulty to remove from anatomy were due to procedural conditions. A cause for the poor image resolution could not be determined. The reported tissue damage was a cascading event of the difficulty to remove from patient anatomy. The reported positioning failure (leaflet grasping) was a cascading event of the poor visualization. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. It should be noted that per mitraclip instructions for use states ¿do not use mitraclip g4 outside of the labeled indication¿. Since mitraclip was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficult positioning (anatomy), difficulty to remove from anatomy and positioning failure (leaflet grasping). There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing the chords to rupture. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade 4+. The clip delivery system (cds) was advanced to the tricuspid valve, but since there was no enough height above the valve, the physician had to do some manipulation under the valve which led to the clip getting caught in chords. The procedure was aborted because imaging was insufficient, and could not get a grasp due to the inability to see. A chord was inadvertently torn while trying to free the clip. Per the physician, the tr looked slightly worse at the end of the procedure due to the torn chord. The procedure was aborted and there were no clips implanted. Tr remained at 4+. No additional information was provided.